Event description:
The customer reported that the system displayed a communication failure error message followed by a system lock-up. There is no report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The power supply cables and connectors were cleaned and the power supply voltage was adjusted. The system was then found to be operating as intended.